Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -7.5/+2.5/108 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The patient experienced an excessive vault. The lens was implanted; removed; and replaced with a different toric model; same power and length and the problem was resolved. The cause of the event is unknown. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in liquid in a lens case. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -7.50/2.5/108 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was removed and replaced with a same length lens within the same surgery due to observation of excessive vault and the problem resolved. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: b5-the reporter indicated that the surgeon noted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -7.5/+2.5/108 (sphere/cylinder/axis) reportedly "lens opened but did not put it in" on (B)(6) 2023. There was no patient contact. The lens was not implanted. A replacement lens of a different toric model, same power and length was implanted into the patient's right eye (od) and the problem was resolved. The cause of the event is unknown. Claim is not MDR reportable but initial report was already submitted. Claim# (B)(4).